Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing thresholds and was found to be dislodged. Subsequently, this rv lead was repositioned. No additional adverse patient effects were reported.